Event description:
Information received by medtronic indicated that the insulin pump showed stuck button alarm. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. The pump was returned for stuck button alarms found on oct 21, 2021. Pump¿s history files downloaded successfully using thus software. Unit received with fully functional keypad. However, keypad traces were inspected and corroded keypad traces was noted. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. Stuck button alarms confirmed in the pump history/trace files on 10/21/2021 at 6:57pm. Unit passed keypad voltage test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly(pcba 1) and keypad connector. Test p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case(battery tube), cracked battery tube threads, and corroded battery tube. Stuck button alarms confirmed in the pump history/trace files on 10/21/2021 at 6:57pm due to moisture damage on the electronic assembly(pcba 1) and keypad connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.